Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. Non-sustained ventricular oversensing was noted. No electrical anomalies were observed. Review of the egm revealed possible myopotential. Reproducing noise and programming changes were recommended.